Manufacturer narrative:
The customer reported that after the patient was removed and then reattached to the bedside monitor (bsm), the monitor alarmed for a low heart rate but did not alarm for a 15 beats per minute run of vtach. After changing the leads and relearning the dominant qrs, the monitor worked correctly, alarming for the vtach dysrhythmia. Once the electrodes were reapplied, the issue was resolved. This was determined to be a use error situation. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned.

Event description:
The customer reported that after the patient was removed and then reattached to the bedside monitor (bsm), the monitor alarmed for a low heart rate but did not alarm for a 15 beats per minute run of vtach.